Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: decapolar cs webster d-f catheter, catalog # 39d35r, lot number unknown. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an ablation procedure for tachycardia (unspecified) with a thermocool smarttouch bidirectional sf catheter and suffered a cerebrovascular accident (cva) and death. During the procedure, the patient developed st depression and bradycardia. Interventions included temporary pacing. Imaging revealed no air in the heart. Magnetic resonance imaging (MRI) was negative for air embolism. Post-procedure, a cva was diagnosed. Patient required extended hospitalization as a result of the adverse event. Subsequently, the patient developed brain death. A few days later, the patient expired. Autopsy confirmed a cva with subsequent brain death. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, specifically, related to a bubble within the st. Jude medical agilis sheath. Force visualization features used included graph, vector, and visitag. Parameters for stability included: 2-3mm / 7sec / 60% > 8g. No additional filter was used with the visitag. Color options used prospectively included time.